Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the pacemaker battery status had increased from 3.5 to 4.5 years remaining. Review of the data stored in the device's memory found the output had been set to 1.3 volts and the impedance measurement was slightly higher indicating the battery consumption would be slightly lower than the previous estimated data. Over four years later the pacemaker's battery status decreased from one and a half years remaining to elective replacement time (ert) in six months time. Review of the data stored in the pacemaker's memory found no resets or memory issues and that the auto capture feature was programmed on. The pacemaker has been in service for over nine years with a projected longevity of 8.6 to 8.9 years. The power usage had increased slightly due to possible changes in pacing percentage, impedances and output. Engineering analysis determined the device to be operating and depleting normally. However, the physician was concerned over the battery life and the device was explanted after it reached end of life (eol). No additional adverse patient effects were reported.